Event description:
It was reported that during a lap colon procedure, the blade tip broke off and fell into the patient. Piece was retrieved. Another instrument was used to complete the procedure. No further information is available. There was no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.